Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported false positive results with the ID now test kit covid-19 for performed on (B)(6) 2022 on a direct tested kitted swab. Repeat testing was not performed. Confirmation testing using an unknown lab testing method was performed and generated a negative result. The customer was not able to provide the definite number of patients. No additional patient information, including treatment and outcome, was provided. No information was provided if patient was asymptomatic or symptomatic.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1061118 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally,the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot 1061118, test base part number 190-430 / lot 1061118.the lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1061118 showed that the complaint rate is 0.006% (3/52440). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue; however, a possible assignable root cause is that substances in the sample itself may have interfered with the reaction.